Event description:
It was reported that the pacemaker triggered a lead safety switch (lss) due to a high out of range right atrial (ra) lead impedance measurement spike. This ra lead is a non boston scientific lead. Myopotential oversensing was observed. Technical services (ts) was consulted and recommended further evaluation. The noise was reproducible with isometrics. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).